Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pocket stimulation and the device operating in backup vvi mode. The device was re-interrogated and the device restored itself and was functioning normal. No additional information was available.

Event description:
New information states that the patient symptoms subsided after restoring the device. No other symptoms were reported.